Event description:
It was reported that the needle is hard to remove when the safety function is activated, so customer used other products. The event occurred during patient use/administration at facility. There was no reported patient harm/adverse event.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00233-00. The date of that submission was 04-jul-2025. H3: one used sample was received for analysis. Visual inspection was performed, and the inserter was seen to be placed 180 degrees from its correct orientation on the infusion site. No other damage or anomalies were observed. To replicate clinical use, the sample was prepared for use as per IFU. The inserter was oriented correctly on the infusion site. The sample was then flushed, inserted and removed from the injection site. The needle on the safety mechanism engaged within the inserter. No difficulties were observed during use. The complaint of difficulty to remove cannot be confirmed nor replicated.